Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had been spotted and it was not useable. The issue was identified upon receipt or unpacking. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error. The product was spotted and it was not useable would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.